Event description:
It was reported that, the bottom piece of the jig broke off.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.